Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a loose/detached set screw.

Event description:
It was reported that during the implant procedure, the physician encountered difficulty in trying to insert the chronic lead into the device. The physician retracted the setscrew and applied silicone lubricant in order to insert the lead connector, but when attempting to screw in the setscrew, the screw was out of the socket, and the physician was unable to reinsert the screw. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).